Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A companion sample from the same lot was sent back for evaluation. Visual inspection and functional flow rate test was performed on the companion unit and found that the companion unit met product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a ce infusor that over infused. The device was prepared for an infusion duration of 48 hours and contained midazolan 80 mg, allopuridolo 20 mg, and morfina cloridato 120mg (dilution with 52 ml glucose 5%). The device was being used for palliative sedation. The access was done under the patient¿s skin with a needle. The total volume to be delivered was 130 ml. Two checks were done along the way and the device was infusing fine, however, on a third check it was noted that the device was empty and that the last 40 mls had infused in a few hours, four hours sooner than expected. The doctor interrupted the patient¿s treatment with this device for 12 hours and treated the pain as needed. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.